Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl. Customer was treated with an insulin pump and manual injection. The current blood glucose level was 382 mg/dl. The customer experienced symptoms such as nausea. The insulin pump had received an insulin flow blocked alarm and the event was resolved by changing complete set. The auto mode was active at the time of the incident. Customer did allege the insulin pump was under delivering because their blood glucose was not going down. The insulin pump passed self test and displacement test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.